Manufacturer narrative:
Siemens filed the initial MDR 2517506-2020-00180 on 17jun2020. Additional information (29jun2020): the customer contacted the siemens customer care center (ccc) and a siemens customer care center specialist reviewed the data provided. Siemens found that there were no product non-conformance was identified with the reagent or instrument. The clot check data showed an atypical aspiration for the aspiration that produced the discordant result. Based on the values and result flags obtained on the initial testing along with the clot detect, siemens concluded the cause of this issue was due to sample integrity. System is fully functional. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens is investigating the issue.

Event description:
A discordant, falsely depressed high-sensitivity troponin I (tnih) patient result was obtained on a dimension exl instrument. The initial result was not reported to the physician(s). The same sample was repeated on the same instrument twice. The final repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed high-sensitivity troponin I (tnih) patient result.